Event description:
It was reported that an unspecified alarm occurred during prime on the homechoice, during use of a homechoice automated pd set with cassette. The patient was not connected at the time of the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, the event was reported to have occurred approximately 9 days before the report. The device was discarded by the customer; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.